Event description:
On (B)(6) 2013, it was reported that the vns patient was being explanted on (B)(6) 2013 due to an infection that was related to the vns generator. It was later reported that the infection was located near the vns generator incision site. The device manufacturers representative reported that there was drainage near the generator incision site. However, no redness was seen.the manufacturing records for the vns lead were reviewed and the device was sterilized prior to distribution. However, the manufacturing records for the vns generator could not be reviewed because the generator product information has not been provided. Good faith attempts were made to physician but were not successful.

Manufacturer narrative:
(B)(4).